Event description:
The report indicated that the customer experienced a "low" bg reading of 78mg/dl and, as a result, he was transported by ambulance to the emergency room. (A bg reading of 78mg/dl is below his target range). While at the hospital, he was placed on "IV infusion drip with some tylenol for headaches." After being discharged from the hospital, he continued using the subject pod over the following two days. Note: it is unknown how long he had been admitted for). The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to the customer's low bg levels. No conclusion can be reached at this time. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the patient always carry extra supplies in case of an emergency.